Manufacturer narrative:
One device was returned for investigation in used condition. Visual and functional testing was performed where the customer reported complaint of air in line being unresponsive was confirmed which was due to a dysfunctional air detector. The air detector was replaced along with other preventative maintenance measures and the device then passed all functionality tests. Review of the service record found that the device had not been in for service in the last 12 months.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air in line detector was unresponsive. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.